Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the insulin leaks out of the reservoir chamber and insulin squirts out of the device. The customer indicated that the insulin continues to come out after the act button is released. The customer's blood glucose level was unknown at the time of incident. Troubleshooting was done for the leak and advised customer to monitor the pump and call back if any further issues.